Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On july 28, 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2016. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿119 mg/dl¿ with the subject meter and claimed the meter was reading inaccurately high by ¿30 points¿. The patient informed the csr that he manages his diabetes with insulin (self-adjuster). It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. However, the patient reported that at an unspecified time on (B)(6) 2016, after the alleged issue began, he developed symptoms of ¿sweating, dizzy and lightheaded¿; symptoms he associated with low blood glucose. In response to the symptoms, the patient reported treating himself with 3 glasses of orange juice. The patient denied using any other device to test his blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.